Manufacturer narrative:
The device was sent back to the factory and evaluated by engineering. The device had a significant wear mark on the head cap button indicating it had contacted the head gear cartridge chuck actuator when it was operating. This can happen if the operator uses the head of the device as a cheek retractor which depresses the head cap button and contacts the rotating actuator and quickly gets very hot. The device IFU clearly cautions the user about this hazard.

Event description:
Dr. Was operating handpiece during procedure when a hot head cap was identified. A burn was then noted on patient's lip.

Event description:
Dr. Was operating handpiece during procedure when a hot head cap was identified. A burn was then noted on patient's lip.

Manufacturer narrative:
Customer is returning the unit but it has not arrived yet. A followup report will be issued once the device has been received and evaluated.